Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that at the end of the 2nd day and on the 3rd day her blood glucose goes up. She has been on the pump for only a week now. The customer reported that yesterday blood glucose was 120.6mg/dl in the morning. Then it went up to 378mg/dl at lunch and then 540mg/dl in the middle of the afternoon so she ended up doing a manual injection. She did not have any ketones. The customer changed her site last night and after changing her site was fine. The customer was advised to visit to the healthcare professional for further management. The insulin pump will not be returned for analysis.